Event description:
It was reported that during interrogation of the pulse generator, a diagnostics anomaly was noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.